Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was due to a failed mixing pump. A device history record review was not required as the reported event was not an out of box failure and therefore the reported event was not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Hence, a labeling review was not required. Correction: d, f, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was not cooling. A check of the data files showed a failed mixing pump. Biomed stated that they would discuss repair options with their management. The device was alerting 113 (reduced water temperature control). Nurse stated that they verified connections, back vent was clean and good air flow to vent. The patient temperature was 34.1c, target temperature was 33c, water temperature was 25.8c and rising water flow rate at (B)(4). 5 pads. The system diagnostics showed outlet monitor temperature (t1) was 25.8c, outlet control temperature (t2) was 25.8c, inlet temperature (t3) was 25.8c, chiller temperature (t4) was 4c, water flow rate was (B)(4), inlet pressure was -7psi, circulation pump command was 85 percentage, mixing pump command was 100 percentage, water reservoir level showed 5, system hours were 4624.2 and pump hours were 4380.8. Nurse was going to have someone get another device to swap out to. The device then gave error 80 (non-recoverable system). Mis had nurse to power device off and back on, drain pads and disconnect until they could reconnect to alternate device. Per follow up information received via email on 04may2023, it was reported that the device gave an alert 13 (patient temperature 1 low) and after calling to technician support they said due to the hours it was time to have it serviced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was not cooling. A check of the data files showed a failed mixing pump. Biomed stated that they would discuss repair options with their management. The device was alerting 113 (reduced water temperature control). Nurse stated that they verified connections, back vent was clean and good air flow to vent. The patient temperature was 34.1c, target temperature was 33c, water temperature was 25.8c and rising water flow rate at 3.1 l/m. 5 pads attached. The system diagnostics showed outlet monitor temperature (t1) was 25.8c, outlet control temperature (t2) was 25.8c, inlet temperature (t3) was 25.8c, chiller temperature (t4) was 4c, water flow rate was 3.2 l/m, inlet pressure was -7psi, circulation pump command was 85 percentage, mixing pump command was 100 percentage, water reservoir level showed 5, system hours were 4624.2 and pump hours were 4380.8. Nurse was going to have someone get another device to swap out to. The device then gave error 80 (non-recoverable system). Mis had nurse to power device off and back on, drain pads and disconnect until they could reconnect to alternate device.